Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for initial implant. During procedure the lead would not advance through the inner catheter while trying to sub select a branch in the left ventricle. The lead was discarded and another lead was used for the procedure. Patient was stable post procedure.